Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue were the following parts being replaced proactively on the device: air inlet foam and particle filters. After replacing the parts on the device, final and run-in tests were performed, and battery and valve checks were performed on the device. The software was upgraded to the current software version for this device. The device was operational and cleaned.